Event description:
"Two separate incidents under this cer surgeon experienced difficulty in introducing the catheter sheath in the cannula. One of the incidents required a recovery reintervention. None of the incriminated products are returned but customer wants to return the catheters of that same batch number."

Manufacturer narrative:
Sterile product from same lot number is anticipated to be returned for evaluation. Follow-up report will be issued upon completion of investigation.